Event description:
It was reported that the patient underwent prophylactic generator replacement. Clinic notes related to the replacement referral indicated that the patient had painful stimulation through his chest and neck, which appeared to be a contributory cause for the generator replacement surgery. No additional relevant information has been received to date. The suspect product has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The generator underwent product analysis. Analysis confirmed that there were no anomalies with the generator. The device output was monitored for >24 hours and there was no fluctuation in the output signal. The generator performed according to all functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem corrected data: initial report inadvertently did not include the known battery status of intensified follow-up indicator = yes.

Event description:
It was noted on the date of surgery that an intensified follow-up indicator (ifi) was seen. Per the physician, diagnostics were noted to be within normal limits. The physician also noted that the generator replacement was due to the battery status and not because of the painful stimulation. The generator was received for analysis, and product analysis is pending completion. No additional relevant information has been received to date.